Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in a backup mode due to 3 MRI scans. No hv charges. A software download was successfully performed. Patient condition is good. Device remains implanted.